Event description:
Felt ill 'malaise'. Case description: in 2009, a patient felt ill after ingesting the pranactin-citric solution of the breathtek kit for detection of helicobacter pylori. The subject stated she felt faint 2-3 minutes after drinking the pranactin-citric solution. She was diaphoretic and pale and stated that her "stomach, arms, and legs felt like they were on fire". The patient's legs were elevated and a cold cloth was placed on her head and she was taken to the hospital. The patient's vital signs were reported to be normal.

Manufacturer narrative:
None.